Event description:
It was reported that a patient implanted with an impella cp experienced a hematoma at the access site and hypotension requiring levo and a blood transfusion. An arterial occlusion was identified. The pump was explanted and the patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Asae/hematoma: a large hematoma developed at lfa access site. The cause of the access site adverse event was not determined due to insufficient clinical information. Arterial occlusion/hypotension/major bleed: the cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.